Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's dbs system has been turned off since (B)(6) 2016. Caller reports that the ins was turned off because it was causing more problems than it was curing. Caller doesn't know when this issue first started, but it got to the point where the patient was "in bad shape". Caller states they were instructed to turn the dbs off as an experiment and it was a "day and night difference" for the patient. No further complications were reported or anticipated with this event.